Event description:
The caller reported that the touchscreen of their pump was cracked and shattered, rendering it illegible and unusable. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.